Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, updated name and put back device into service. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had outdated communications. A technical support specialist (tss) located the device, which was shown online but unavailable for remote agent connection. Server-side configuration changes, including the device name update, were already completed and verified. Network connectivity was confirmed as both the server and customer workstation were able to ping the device. The customer coordinated vlan troubleshooting, after which device availability in remote support service (rss) was restored. Tss connected to the station, reviewed logs, and identified outdated communication. Sync attempts failed, leading to a database rollback and completion of manual recovery using knowledge article, manual recovery required - datasync invalid upload change tracking value. Post-recovery, the customer reported an issue configuring a drawer, which was found unavailable in storage configuration. A separate case was created, and it was successfully resolved onsite by field service engineer (fse). The customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.